Event description:
The patient expired during their prescribed zio at wear period. Irhythm attempted to gather more information about the cause of death from the account, but no further details were provided.

Manufacturer narrative:
A review of this complaint discovered that the patient was prescribed a zio at device. On day 4 irhythm called the account to follow up on the ¿no connection¿ and ¿suspected leads off¿ status and left a voicemail. On the same day, irhythm attempted to contact the patient and was informed by the patient¿s family that the patient was in the hospital. The account contacted irhythm on day 10 to report that the patient had expired. No further information regarding the patient¿s cause of hospitalization and death was provided. The zio at was not returned to irhythm for evaluation. Available device data indicates that the patch was removed from the patient on day 2. There were actionable arrhythmias identified that did meet auto-detection criteria during the patient¿s wear time and notification to the account was performed promptly. The zio at patch and the gateway were not returned, so the end-of-life event cannot be reviewed. There was no evidence found that the device caused or contributed to the patient's death. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. Certain terms included in form FDA 3500a and related MDR submission materials are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. This event is being reported out of an abundance of caution.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.